Event description:
Covidien received info stating that due to a ventilator malfunction the pt was removed from an achieva ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.